Event description:
A pt undergoing coronary artery bypass graft. Pt had been on bypass for approx 1 hr, 16 mins when alarm on pump sounded. Pool of blood was noted on floor. Tubing between reservoir and oxygenator had become disconnected. Lines were immediately clamped, fluids were turned off and pt placed in trendelenburg position. Lines were reprimed and circulation re-established. Procedure completed without further event. Post-operatively, pt appeared to have no problems as a result of the event.